Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the tip was found to be twisted and broken. The cause of the event is undetermined, however likely causes include continually applying torque when the implant is not moving; prying/leveraging the device during use; shallow driver engagement depth.

Event description:
It was originally reported that the ar-9625 is worn and needs to be replaced. This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the tip was found to be twisted and broken. The cause of the event is undetermined, however likely causes include continually applying torque when the implant is not moving; prying/leveraging the device during use; shallow driver engagement depth.